Manufacturer narrative:
This event has been treated in leventon s.a.u. As an incidence (internal code for customer complaint: (B)(4)). According to the results obtained, it seems that the defect might be due to the injection process of the capillary element. To investigate this, a corrective action has been opened to identify the root cause and solve the problem detected. In addition, a health hazard evaluation has been carried out, concluding that the patient risk is very low and therefore it is not considered necessary to perform any type of action on the lots that are on the market.

Event description:
The drug product has precipitated and damaged the capillary element of the dosi-fuser. The damage caused more drug to leak from the capillary element.